Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 06/29/2016. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws could not be re-opened. There was no patient injury as a result. Additional questions regarding the device and incident have been asked to the site contact.